Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. The patient did not experience asystole. As a result surgical intervention was performed to reposition this right ventricular (rv) lead. The lead repositioning was successful. This lead remains in service. No additional adverse patient effects were reported.